Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even if the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient contacted dexcom technical support on (B)(6) 2011 to report that he experienced a failed sensor approximately one hour after insertion. Upon removing the sensor, he noticed that the sensor wire was missing. Patient was concerned that the sensor wire may have been retained underneath his skin but indicated that he had not seen any sign that that was the case. Patient reported the event, however, as a safety precaution. No medical intervention was required, and patient reported no sign of redness or infection at the insertion site. Patient was fine at the time of his call to dexcom technical support.